Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 700+ mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer stated that a week and half prior to hospitalization, the customer fell and broke two ribs. The customer stated that he was misdiagnosed after surgery and was informed that he had puncher something and developed an infection for 10 days prior to hospitalization event. The customer stated that emergency medical services was also called to his house because his friend found him unconscious. The customer declined to troubleshoot for high readings.